Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that customer stated the nurse gave him the unit and said that the large volume pump didn't alarm when the line was about to have air in line. The clinician found 4 inches long air pockets about 6 inches away from entering the patient. This was all of the information that was given during the report. There was no patient harm.

Manufacturer narrative:
Correction: reportability reassessed, and revised to not reportable, as the customer has indicated the tubing set involved was a gravity set and is not designed to infuse through a pump module, therefore failure to alarm is not possible since no device is in use. The issue occurred while priming tubing outside of the patient's room, and no programming was involved.

Event description:
It was reported that customer stated the nurse gave him the unit and said that the large volume pump didn't alarm when the line was about to have air in line. The clinician found 4 inches long air pockets about 6 inches away from entering the patient. This was all of the information that was given during the report. There was no patient harm. It was then later reported that "this was not used on a pt. The issue was realized when they were priming the tubing outside of the pt¿s room before administering prbcs. It was free hanging trauma blood tubing. No programming involved. I had kept the tubing for a few days and then I was told by uw health that I did not need to keep it any longer. I threw it away about one week ago. Bd smart site gravity blood set with pressure pump ref (B)(4), lot # on the sets with the issues: h370100109031".